Event description:
It was reported that the pump declared a cartridge alarm 5. Customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the high blood glucose, the customer administered a corrective injection via multiple daily injections (mdi), and technical support instructed the customer to load a new cartridge, which was successfully done, allowing the resumption of insulin delivery.